Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ins was not charging. The caller stated that the patient had two wireless rechargers wr, one for each implantable neurostimulator ins. The one used for the left ins had no sound while charging, and the other worked as expected. The caller stated that the patient had always felt like the left ins had never fully charged since they got it. The caller said the patient had the wr over the implant (left side), and it was making the clicking sound as if the implant was charging, but when the patient read the implant with the patient programmer pp, they only had one bar on the ins battery and said off. The caller stated that the patient attempted to charge the left ins for several hours last night. The caller stated that they tried the same wr on the right ins and confirmed to see the power button pulsing. Pss then had the caller start a charge session with the wr for the right side on the left ins. Pss could momentarily hear the wr connect to the ins, then return to searching. Pss had the caller use the same wr for the right ins, and the pss could hear the wr connect and stay connected to the right ins. Pss redirected the caller to the hcp to further investigate the issue with the left ins.

Event description:
Additional information received from the consumer reported they discovered the unit had shifted left slightly and was possibly a little too deep. The patient now put their hand over the charger to add pressure and it charged fine resolving the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.